Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt says the controller screen went blank and wont turn on despite resetting controller. They said this started happening yesterday or the day before and spoke with local rep "yesterday I think". Pss had pt perform hard reset which made screen turn back on. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient (pt). Patient called stated they did the reset the last time they called and the controller was not turning on again. Patient services (ps) reviewed ps will assist patient with resetting the controller and patient said they were not going to reset the controller again and he is going to have hcp remove the device. Patient disconnected the call before any more information could be obtained. Additional information was received from the patient. It was reported that they don't know the cause of the controller not turning on. They are still having the same issue. They did a hard reset and that constantly has to be done. Its been a temporary fix that has to be repeated. Mdt rep while meeting with pt who reports continued issues with controller. Mdt rep reports that pt controller does not appear to keep a charge, only lasting about 2 hours, and even less when pt attempts to charge their ins. Mdt rep reports that controller appears to stay on and work with aa batteries, and while plugged into ac power cord with no battery pack. Pt reports having to 'reset' the controller multiple times by removing battery pack, plugging into ac power cord, then replacing li bp and letting it charge before use. Pt denies seeing any error messages on the screen during use or recharging. An email was sent to repair to replace pt's battery pack. Mdt rep reports they will check in with pt after new li bp arrives to ensure proper charging and function, and will call back if further troubleshooting or external device replacement is needed. Additional information was received from a manufacturer representative (rep). It was reported that the patient received the replacement battery and that did not resolve the issue. The controller screen is going blank. The caller requested a replacement controller be sent to the patient. A replacement controller was sent out.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient; product ID: m995402a001, serial#(B)(6), product type: section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). B3: event date is year valid. H3: analysis found replaced damaged front case. Screw holes stripped causing case separation. Cleaned charger recharger connector. Excellent recharge status. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.